Event description:
It was reported that during the implant procedure, the catheter was advanced up the guidewire, and upon viewing the venogram, was noted to be in the pericardium. A perforation was suspected. The catheter was removed and discarded, and the implant procedure was ultimately completed. The patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).